Manufacturer narrative:
Previously report by the manufacturer: a bipap a40 system silver ventilator was returned to the manufacturer service center for foam replacement per field action: c&r 2021-05/06. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer service center, an error code (failure of the outlet pressure sensor) was found in the ventilator's downloaded error log. The system pca was replaced to address the issue. In addition, it was confirmed that there were no foam particles observed. A functional test was performed, and the device passed. New information: correction to box h, evaluation method code grid. The actual device was evaluated at the manufacture service center.

Event description:
A bipap a40 system silver ventilator was returned to the manufacturer service center for foam replacement per field action: c&r 2021-05/06. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer service center, an error code (failure of the outlet pressure sensor) was found in the ventilator's downloaded error log. The system pca was replaced to address the issue. In addition, it was confirmed that there were no foam particles observed. A functional test was performed, and the device passed.